Event description:
It was reported that a 2800 system displayed a communication error during a case. Reboot required. Problem did not reoccur after reboot. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, system event logs noted communication failure. Possible corrupt data in system nodes. Flashed nodes and reloaded cal files. The system was tested and found to be working as intended and placed back into service.